Event description:
It was reported that the patient had two inappropriate shocks due to oversensing via air bubbles and varying intrinsic amplitudes. The system was just implanted last week. Technical services advised some testing and programming options. There were no additional adverse patient effects. The system remains implanted.